Manufacturer narrative:
Analysis and testing of the insulin pump showed that device is unable to prime during prime test due to faulty force sensor resistor. Unable to perform occlusion test and excessive no delivery test due to prime anomaly. Device received with operating currents within specifications. Device passed self test, a21 error test, basic occlusion test and displacement test. No motor error alarms noted. The motor was tested outside the device and passed. Insulin pump received with cracked case at display window corners, reservoir tube and battery tube threads. Received with scratched display window, broken reservoir tube lip and belt clip slot.

Event description:
Customer reported that the insulin pump alarmed motor error during insulin basal delivery. Customer does not use the sensor feature and is able to rewind the insulin pump. Blood glucose level is 60 mg/dl; customer treated with food. Customer also reported that there was an emergency room visit due to high blood glucose of 957 mg/dl. Customer experienced chest pain and was taken to the hospital. Customer was wearing the insulin pump at the time of the incident and stated that felt the device cause the high blood glucose as she received the motor error alarm. Nothing further reported.

Manufacturer narrative:
Unable to prime the insulin pump during prime test due to faulty force sensor. Unable to perform occlusion test and excessive no delivery test due to prime anomaly. The insulin pump received with operating current within specification. The insulin pump passed the self test, error test, basic occlusion test and displacement test. No motor error alarms noted. The motor was tested outside the device and passed. The insulin pumpreceived with cracked case at display window corners, reservoir tube, battery tube threads, minor scratches on display window, broken reservoir tube lip and belt clip slot.